Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device found that the stent was partially deployed by 4 mm and the distal end of the stent was damaged. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure the stent prematurely deployed. The 75% stenosed target lesion was located in the left internal carotid artery. While removing the 10.0mm x 24mm carotid wallstent stent system from the package, the stent partially deployed. The device was not used. The procedure was successfully completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is stable.